Event description:
A noise episode was diagnosed as vf by the device. The shock was aborted and returned to sinus. During explant, the physician noted that the screw was not completely fastened. Physician suspected loose setscrew for the cause of the reported noise. However, the decision was made to explant the lead. The ICD was re-connected to a new lead with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.